Event description:
Pt reaction 20 into treatment. Symptoms: pt feeling hot and generally unwell. Antihistamines given and dialyzer changed. No further problems.

Manufacturer narrative:
The reported pt reactions are typical hypersensitivity reactions with respect to the sterilization agent ethylene oxide (eo). The pt has been transferred to a steam sterilized product after this reaction occurred. Antihistamines were given to the pt and a diayzer not sterilized with eo was used. It is recommended to obey priming procedures as described in the "instruction for use". According to secon DHR there was no deviation reported from the contract sterilizer regarding the affected lot. No other complaint reported for this lot number. The quality criteria of this lot were met. The history device record of this lot does not show any incidents all production parameters were met. Customer contacted: no. Sales/service contacted by investigator?: no. Training required?: no